Manufacturer narrative:
The report from the affiliate indicated the following: during a pta of the calcified, superficial femoral artery (sfa); after insertion of the guidewire, the intravascular ultrasound catheter (ivus pv0.018) was inserted along with the guidewire. At the lesion, the catheter did not advance any further. The physician tried to remove only the catheter, but there was friction and both of them were removed. It was noted that at the timing of the insertion, the tip of the guidewire might be kinked. The procedure was completed with another (0.014") guidewire. There were no reported pt complications. The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt. .

Event description:
Inability to deliver device.